Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date became inaccurate. Blood glucose was 196 mg/dl. Tandem technical support assisted the customer with successfully adjusting the pump time/date.